Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 94 mg/dl and sensor glucose was 70 mg/dl at the time of incident when it triggered threshold suspend. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.